Manufacturer narrative:
(B)(4). The device was manufactured in 1994. The device was not available for evaluation. A device history review and service history review were completed with no issues noted related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 104 alarm occurred after use on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The technical service representative (tsr) reviewed the therapy log. The initial drain volume (dv) equaled 28ml, the last fill volume (lfv) equaled 1851ml, the total fill volume (fv) equaled 9197ml, the total dv equaled 10408ml, the total ultra filtration (uf) equaled 3211ml, the cycle four uf equaled 653ml, the cycle three uf equaled -187ml, the cycle two uf equaled 346ml, and the cycle one uf equaled 2399ml. The program was continuous cycling peritoneal dialysis, the total volume equaled 12000ml, the fv equaled 2300ml, the lfv equaled 2000ml, the dextrose was set to different, and the initial drain alarm was set to 0ml. The home patient (hp) stated there were no manual drains completed off of the hc. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.